Event description:
Additional information was received that indicated that this device and right ventricular (rv) lead exhibited high out of range shocking impedances again. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedances. As a result a non-invasive programmed stimulation (nips) procedure was performed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4).